Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
Our affiliate is reporting to us that the (B) (6) male pt had a successful shoulder repair with the use of spiralok anchor for fixation in (B) (6) of 2009. Approximately 1 month ago, late (B) (6) or early (B) (6) 2010, the pt presented with pain and discomfort. On (B) (6) 2010, the pt underwent a shoulder scope procedure; during this exam the surgeon noted that the area had "granules" floating in and around the cuff (they describe this as "looked as there was a bowl of rice within the shoulder"), however, there was no reaction specifically around the anchor site itself. The surgeon found that the anchor was still in place, but was loose, and the orthocord suture was stretched(?). The surgeon noted that cuff was healed; however, the healing was scar tissue as opposed to normal tissue. The anchor and suture were removed, and along with some of the scar tissue was sent off to a lab for analysis. The surgeon is asking if there are specific test to detect plla reaction.